Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the valve was distorted and deflected inward. The sewing cloth was damaged exposing the stent post, which likely occurred during explant. The exposed stent on the left-right stent post was fractured. All leaflets were in the closed position with crowded free margins. All leaflets were slightly stiff but flexible except where host tissue was present. Tissue deterioration was noted on the left (lc) and right cusp (rc) at the right left commissure. The left non-coronary and right non-coronary commissures were intact. Thick off-white pannus, with remnant pledgets, remained attached to the inflow margin of attachment of the non-coronary (nc) cusp extending to the right cusp (rc) and the left non-coronary inferior coaptive area. Marginal pannus growth noted on the outflow margin of attachment of the right cusp (rc). An unknown amount of pannus appeared to have been removed during explant. Radiography did not reveal calcification on the valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to and host tissue overgrowth. These findings are generally considered a patient-related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Model # (305u2j19) is not approved for use in the united state. The comparable product in the united states is 305u29, and the PMA/510(k) # is p990064 product analysis: product analysis is not yet completed at the time of this report. A supplemental report will be filed when the results of the analysis are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 11 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a non-medtronic device due to severe stenosis and pannus formation. No additional adverse patient effects were reported.